Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump is having issues with scrolling. The reporter indicated that when the buttons are pushed the cursor scrolls further than needed. This report is being made based on the alleged keypad malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be lifting around the up arrow and down arrow keypad buttons. The keypad cover was removed and the key contacts were found to be misaligned. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that the down arrow keypad button was found to be hypersensitive and the up arrow keypad button was intermittently responsive and required excessive force to elicit a response. The ok and contrast buttons responded to button presses as expected and had normal spring back or click. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.